Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with their heart rate in the twenties. Pacing and loss of capture was suspected. The implantable pulse generator (ipg) had exhibited early battery replacement. The right ventricular (rv) lead was capped and replaced. The ipg was removed and replaced. No further patient complications have been reported as a result of this event.